Manufacturer narrative:
The investigation has determined that a lower than expected vitros carbamazepine (crbm) result was obtained from a non-vitros mas quality control fluid using vitros chemistry products crbm slides lot 3914-0123-7870 on a vitros xt 7600 integrated system. The assignable cause of the event is improper protocol by the customer related to handling the immunowash fluid (iwf) prior to loading on the vitros instrument. The customer did not allow the iwf to adequately warm up prior to loading on the vitros xt 7600 system. After loading a fresh iwf reservoir using the correct protocol and performing the iwf system maintenance on the instrument, mas qc results returned to expectations. Additionally, vitros tdm performance verifier results were within expectations confirming reagent and instrument performance.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros carbamazepine (crbm) result was obtained from a non-vitros mas quality control fluid using vitros chemistry products crbm slides lot 3914-0123-7870 on a vitros xt 7600 integrated system. Mas omnicore lot ocr2511 level 3 result of 9.05 ug/ml vs an expected result of 13.57 ug/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected vitros crbm results were from a quality control fluid and were not reported from the laboratory. Patient samples were not processed after the lower than expected control results were obtained. There have been no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 606302.